Event description:
Boston scientific received information that this left ventricular lead dislodged resulting in another procedure to replaced the lead. The new lead was implanted with no adverse patient effects.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.